Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the ps1 5v line was at 4.7v; the voltage was out of spec. The ps1 5v line was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system would abort spin about halfway every time they took a test spin. No patient was present at the time of the event as the issue was found during testing.